Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing due to t-wave oversensing. Programming changes were made. The patient is doing fine.